Event description:
A nurse reported that during surgery, there was a cutting failure of the probe. The procedure was completed in the same day and there was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).